Event description:
It was reported that the patient had their IPG explanted in (b)(6) 2023 due to discomfort at the IPG site and ineffective therapy. The lead remains implanted.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.